Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> the complaint states ¿the cement started to go hard several minutes earlier than expected which led to the surgeon requiring a second mix to finish implanting the prosthesis.¿ retained samples were retrieved for conditioning prior to testing for dough and setting times, and handling characteristics. Powder and liquid samples of the complaint batch in question were obtained, conditioned to 23°c, and mixed in the laboratory in a beaker under ventilated, temperature and humidity-controlled conditions. The mix was firm with the powder and liquid components combining as normal with a wet-out time of 11s. The appearance and handling characteristics of the cement were as expected with a mean dough time of 42s and a mean setting time of 10m 20s. All results obtained are within specification criteria. No product problem or unusual observations were observed on the testing of the retained samples of these batches. (B)(4). Dva--107020-fde rev 6 was reviewed, and this issue is included on lines 61-63, 66, 72-75 and 176. (B)(4). IFU-06300004 rev b includes information on the affect of temperature and humidity on the handling characteristics and setting time of the cement. If the monomer has been left to evaporate, this can reduce both the volume of liquid available and the setting time of the constituted cement. The mixing and use of bone cement can be significantly affected by exposure to high or low temperatures up to 24 hours before use. This can cause wide fluctuations in working and setting time. The optimum temperature for bone cement is 23 degrees celsius as per the IFU. A root cause cannot be determined as the complaint problem has not been possible to replicate with the testing of the retained sample. However, the conditioning and storage of the product, the method used to mix the cement, or the operating theatre temperature could have potentially aided the unusual behaviour mentioned. Device history lot ==> DHR review. 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. Complaints review: a complaint database search finds no additional reports against the provided product and lot combination. Based on the inability to find any other related incidents against the provided product and lot code, it is reasonable to conclude that there are no anomalies regarding manufacturing or inspection contained in the device history records that would contribute to the reported event. Total for lot number: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The cement started to go hard several minutes earlier than expected.

Manufacturer narrative:
(B)(4). The complaint states ¿the cement started to go hard several minutes earlier than expected which led to the surgeon requiring a second mix to finish implanting the prosthesis.¿ retained samples were retrieved for conditioning prior to testing for dough and setting times, and handling characteristics. Powder and liquid samples of the complaint batch in question were obtained, conditioned to 23°c, and mixed in the laboratory in a beaker under ventilated, temperature and humidity-controlled conditions. The mix was firm with the powder and liquid components combining as normal with a wet-out time of 11s. The appearance and handling characteristics of the cement were as expected with a mean dough time of 42s and a mean setting time of 10m 20s. All results obtained are within specification criteria. No product problem or unusual observations were observed on the testing of the retained samples of these batches. See attachment ¿(B)(4) retest results.pdf¿. Dva--107020-fde rev 6 was reviewed, and this issue is included on lines 61-63, 66, 72-75 and 176. See attachment ¿(B)(4) extract from dva-107020-fde rev 6.pdf¿. IFU-06300004 rev b includes information on the affect of temperature and humidity on the handling characteristics and setting time of the cement. If the monomer has been left to evaporate, this can reduce both the volume of liquid available and the setting time of the constituted cement. The mixing and use of bone cement can be significantly affected by exposure to high or low temperatures up to 24 hours before use. This can cause wide fluctuations in working and setting time. The optimum temperature for bone cement is 23 degrees celsius as per the IFU. A root cause cannot be determined as the complaint problem has not been possible to replicate with the testing of the retained sample. However, the conditioning and storage of the product, the method used to mix the cement, or the operating theatre temperature could have potentially aided the unusual behaviour mentioned. Device history lot ==> DHR review 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. A complaint database search finds no additional reports against the provided product and lot combination. Based on the inability to find any other related incidents against the provided product and lot code, it is reasonable to conclude that there are no anomalies regarding manufacturing or inspection contained in the device history records that would contribute to the reported event. Total for lot number: ` (pc-000073754). If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.